Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the on/off button on their device is not responding when pressed. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that the on/off button on their device is not responding when pressed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly, which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined the cause for the reported issue was due to the result of an inoperative power button switch, designator sw36. The other power button switch, designator sw37, remained operational.